Event description:
Philips received a complaint on the heartstart mrx device indicating that the electrode test failed.

Manufacturer narrative:
The field service engineer (fse) evaluated the device onsite and determined that the reported issue was due to malfunction of ECG cable. The ECG cable was replaced and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.